Event description:
During a f.a.d. Procedure, approximately 1.4 cm of the guidewire broke off and remained within the annulus of the patient's intervertebral disc. The patient is not experiencing any neurological or other symptoms from the event.

Manufacturer narrative:
Follow up conversation with physician reporting the event. Results: no conclusion can be drawn.